Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Based on the sample provided and analysis performed in the sample, it was not possible to reproduce the reported condition in complaint. The sample passed successfully visual inspection and functional test. Therefore, no root cause can be determined. No corrective actions are required since failure mode wasn't confirmed. All mitigations on placed were verified and it was confirmed execution accordingly.

Event description:
Upon connecting the l-70 to the hl-90, the equipment beeped and "check disposables? Led flashed. The physician used two l-70 and having same problem. The physician then used a different lot l-70, and it worked normally. No injury or intervention.